Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead exhibited a low out of range shock impedance measurement of zero ohms. Technical services (ts) noted there was fine noise which appeared to be electromagnetic interference (emi) on the electrogram (egm). Ts was unable to conclusively determine the source of the out of range measurement. This rv lead remains in service and no adverse patient effects were reported.